Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an insulin infusion of unspecified concentration was off but still connected to the patient. As the nurse detached the tubing from the patient she noted that fluid ran onto the floor. Because the nurse suspected an over infusion, the blood sugar was checked and noted to be 58. D50 was administered and the patient returned to baseline with no lasting effects.